Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and delamination in the diaphragm valve. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease smooth opening on anterior and opening striated in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior due to a fold flaw opening; a striated edge opening on posterior side due to surgical damage. Additional, changed, and/or corrected data: b.6., d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.